Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal body tissue and organs, dyspareunia, dysuria, severe edema, bleeding, permanent scarring, permanent bodily impairment and related sequelae. As well as extreme pain and suffering, permanent bodily impairment, mental anguish, loss of enjoyment of life, general damages and special damages. No add'l info was provided.